Event description:
Female pt who had used steroids for a long time and had very poor quality bone and soft tissue. C3-c7 were fused using a four level plate. One week post-up radiographic imaging showed that the plate/screw construct had pulled away from the c3 and c4 vertebral bodies, and was being monitored by surgeon. Surgeon attributed this to the very poor quality of the pt's bone. Surgeon performed a second surgery on (B)(6) 2013 and removed the plate and screws and replaced them with another manufacturer's plate and screws which utilized an additional 3 screws to increase the total bone purchase of the construct. The pt's soft tissue was of such poor quality that during the revision surgery the pt's esophagus tore during gentle blunt finger dissection. Note: timing of report is due to multiple attempts to obtain further info and delays due to vacation schedule of both the representative and surgeon.

Manufacturer narrative:
Explant inadvertently discarded by hospital sterilization staff.